Event description:
It was reported that the patient's cervical leads have high and low impedances. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
B3: Event date is estimated.